Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, increased threshold due to suspected micro-dislodgement was noted on the right ventricular (rv) lead. The rv lead was successfully revised, and the patient was stable with no consequences. Related manufacturer report number: 2017865-2019-04337.